Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of noise. The patient has lost a lot of weight since the implant and the sutures have broken. The system may have migrated. The doctor will do a pocket revision today. The local representative was checking the device pre-procedure, and the sensing test was failing in all three sensing vectors. Technical services helped the clinic find better sensing while using the primary sensing vector. There were no additional adverse patient effects. The system remains implanted.